Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. Of the data provided, only the following results were discrepant. Patient a: at about 9:30 am, the meter result was 5.3 inr and the coumadin dose was withheld. At 9:45 am, the laboratory result was 3.98 inr. The therapeutic range was 2.0 to 3.0 inr. Patient b: the meter result was 3.1 inr and the lab result was 2.34 inr. The therapeutic range was 2.5 to 3.5 inr. Patient c: the meter result was 3.2 inr and the lab result was 2.3 inr. The therapeutic range was 2.5 to 3.0 inr. Patient d: the meter result was 2.6 inr and the lab result was 1.98 inr. The therapeutic range was 2.0 to 3.0 inr. There was no allegation of an adverse event. None of the patients had hematocrit issues nor antiphospholipid antibodies. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.